Manufacturer narrative:
This report is submitted on 24 april 2020.

Event description:
Per the patient's surgeon, the device was explanted on (B)(6) 2018 due to infection at implant site and extrusion of the receiver-stimulator. Prior to explant the patient underwent surgery to thin skin at magnet site. The patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
It was reported that the patient was treated with IV antibiotics (date and duration not reported). This report is submitted on 18 may 2020.